Manufacturer narrative:
Analysis: the returned device was inspected to determine the cause of the event. Upon opening the returned device the catheter was crumpled up to fit in an area that was 2 inches by 3 inches and the shaft had been kinked multiple times. The introducer sheath used in the case was not returned. This is an important element as the claim was that the stent would not pass through the introducer sheath. The condition of the stent was assessed. The stent had buckled in the middle of the stent and the distal end of the stent had been damaged, as one of the metal end crowns had been exposed and deformed. The diameter of the crimped stent was measured and was found to be within the same diameter range of the other 20 devices evaluated during the quality performance inspection. With the amount of deformation it is noteworthy that the stent was still in its original crimped position between the two radiopaque marker bands. To determine if the device was still functional the device was prepped per the instructions for use and the stent deployed to 8atm (nominal pressure) as specified on the product label. The stent deployed properly. There was a small area of exposed bare metal where the end cell had been deformed during the procedure. The ptfe cover had also split where the large buckle in the stent occurred. As the sheath was not provided an assessment of the sheath could not be performed. If the sheath had been received it would have been inspected for damage and a new 10mm x 59mm v12 covered stent system would have been placed through the sheath to simulate the doctor¿s complaint. Without the sheath it is difficult to determine the cause of the complaint as the v12 device was able to be deployed even after being damaged. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. All 20 devices tested passed through the introducer sheath without issue. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that the inability of the device to be passed through the introducer sheath was caused by the v12 covered stent system.

Event description:
N/a

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The stent was not fitting through the 7fr sheath. The surgeon attempted multiple times with no success. The stent kept buckling.